Event description:
Pt presented for re-implantation of a dual-chamber pacemaker system. Pacemaker leads were placed to the high rv septum near the outflow tract and the ra appendage. The initial atrial lead was found to have electrical noise consistent with conductor fracture in spite of no trauma to the lead. The lead was replaced.